Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a vessel perforation and patient death occurred. The lesion was 95% stenosed concentric lesion measuring approximately 2.5mm in diameter and 12mm in length was in-stent restenosis of an unknown stent placed in a mildly calcified and non-tortuous left anterior descending artery (lad). Timi flow through the lad was I. Vascular access was the right femoral artery. A 3.0x30mm maverick2 balloon was advanced to the lesion and inflated to 15 atms for 30 seconds, rotated and then inflated a second time to 10 atms for 30 seconds. On the second inflation a perforation occurred. The patient experienced severe chest pain followed by hypotension and cardiac arrest. The patient was started on fentanyl and a dopamine infusion. The physician attempted to treat the perforation with a non bsc stent, but was unsuccessful. Cardiopulmonary resuscitation was started and the patient was intubated. The advanced cardiac life support (acls) protocol was followed; however, the patient expired in the cath lab.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)